Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that intraocular lens (iol) was explanted five weeks post initial implant due to visual distortion. At this time, another lens of a different model was successfully implanted. In the surgeon¿s opinion the most likely cause of the event is lens dislocation. The patient¿s outcome is good.

Event description:
Additional information received indicating the iol was rotated. Size of capsulorhexis was 5.0 mm.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of the reported event could not be conclusively determined.